Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data received from the device was analyzed and revealed power on reset (critical ram parity error), with 1 - por for critical ram parity error, parity error index count=1, addr=1d6b, data=0c on (B)(6) 2012 20:40:03; 1 - patient alert for device circuit error on (B)(6) 2012 20:40:03. Concomitant product: 5076 implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the device had a patient alert due to power-on-reset (critical ram parity error). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.